Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide attempted with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The analysis revealed the posterior cuff was still loaded on the foot. Both cuffs were attached to the link. The anterior cuff was out of the pocket and the tabs were damaged. Based on the evidence found on the returned device, the posterior cuff was missed and this confirmed the reported experience. The anterior cuff detaching from the needle tip was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. Based on the investigation findings, the probable cause for the reported event was determined to be related to the operational context where the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.